Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the ivc filter. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The complaint conclusion was updated, however, type of investigation, investigation findings and investigation conclusions will not change. The it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the inferior vena cava (ivc) filter. The patient reported becoming aware of tilt and perforation outside the ivc approximately fourteen years and three months post implant. The patient also reported mental and physical pain related to the filter. According to the medical record the indication for the filter placement was recurrent lower extremity deep vein thrombosis and pulmonary embolism despite anticoagulation. The filter was placed via the right internal jugular vein and deployed under fluoroscopic guidance at the level of the right renal vein. Approximately eight years and three months post implant a computed tomography (CT) was performed to evaluate the filter. The results of the scan noted and a trapease ivc filter present in an "infrarenal" location. There is approximately 7 degrees of lateral tilting with the apex pointed medially and the nadir pointed laterally. The ivc is normal in caliber. There is minimal to no significant caval penetration of there are 2 adjacent structures. The overall appearance and configuration of the ivc and indwelling filter is unchanged since the one performed six years prior. The product remains implanted and not available for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received, and the medical records indicated that the patient was implanted a trapease ivc filter. The patient was placed supine on the examination table and the right neck was sterilely dressed and draped in the usual fashion. After anesthesia with 1% lidocaine, a micro puncture needle was introduced into the right internal jugular vein under ultrasound guidance. A 0.018 wire was then advanced. The tract was then dilated to 4fr and a 0.035 competitor¿s wire was advanced into the inferior vena cava under fluoroscopic guidance. A 5fr pigtail catheter was then advanced over the wire and the tip positioned at the confluence of the common iliac veins. An inferior vena cavagram was then performed with contrast injection. Subsequently, a long 6fr sheath was advanced over the wire and a trapease ivc filter was loaded, advanced and deployed under fluoroscopic guidance. Post procedure a repeat inferior vena cavagram was performed and contrast injection into the side arm if the sheath. Post procedure the catheter was removed. The patient tolerated the procedure without incident. The patient received conscious sedation including versed 2mg and fentanyl 100 mcg. The patient was under continuous hemodynamic monitoring. The total duration of sedation was a half hour. Post procedure findings indicated that the inferior vena cavagram demonstrates no evidence of the significant filling defect of narrowing. There is appropriate positioning at the left and right renal vein. A small accessory vein within the mid infrarenal ivc was identified and likely secondary to the hypertrophied lumbar change. Status post placement, the tip of the inferior vena cava filter rests at the level of the right renal vein. Approximately eight years and three months after the procedure, a CT scan was completed, and a trapease inferior vena cava filter is present in an infrarenal location. There is approximately 7 degrees of lateral tilting with the apex pointed medially and the nadir pointed laterally. The inferior vena cava is normal in caliber. There is minimal to no significant caval penetration of there are 2 adjacent structures. The overall appearance and configuration of the inferior vena cava and indwelling filter is unchanged since 2014. Additionally, the patient profile form indicated that there is a tilt ivc filter that has perforated the venal caval wall which causes mental and physical pain. Additional information is pending and will be submitted within 30 days upon receipt.